Manufacturer narrative:
(B)(4). Batch # r92k18. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. No communication issues were noted. No communication issues were observed at any time during the test. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was connected to a gen11 for functional testing, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was bent and not . The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the device sometimes was not recognized and other times was recognized after the setting. The gen11¿s position was changed, after that the device did function. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. The same device kept to be used to complete the case. There were no adverse consequences to the patient.